Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a consumer and health care professional regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had rectal surgery yesterday and had turned stimulation off but then after the surgery, unrelated to the device, sometime last night and the patient tried to turn it back on, but then started seeing a power on reset (por) code. It was also stated that since the surgery, the device had stopped working. It was noted that the patient was recovering from the surgery and wanted to know if a manufacturer representative could come and clear the por code. There were no symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient thought it was on (B)(6) 2018 and someone came and reset her device because she had surgery on (B)(6) 2018 and it wasn't working. The patient noted that she was not exactly sure what she did but they were really nice and very helpful. There were no further symptoms or complications reported or anticipated.